Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a invalidate home was performed and the issue was resolved. A system checkout was performed and hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the pendant indicates door open even when the door was closed and the lights on the gantry would not light up. Site used another medtronic imaging system to complete the surgery. There was a delay of approximately 15 minutes. No impact on patient outcome.